Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was having difficulty charging the ipg. It was also reported that the patient had tried to charge several times and was unable to get her remote control to communicate with her ipg. The patient underwent an ipg replacement procedure. Device malfunction was suspected. The patient was doing well postoperatively.